Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the Device History Record (DHR) for serial number (b)(6), covering the manufacturing period beginning on 13-JUN-2012, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. A review of the Device History Record (DHR) for serial number (b)(6), covering the manufacturing period beginning on 22-JAN-2011, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue.The reported condition of fridge reading wrong temps was confirmed by FSE and subsequently confirmed in the DCHU inspection process. According to Work Order (b)(4), The Field Service Engineer (FSE) reported that the Smart Remote Manager intermittently displayed a temperature reading of 99 degrees. Upon arrival, the temperature was reading 37 degrees. The probe was found to be securely connected to the controller board, with no visible damage to the cable. The probe cable was checked with a meter and no issues were identified. As a corrective action, the probe was replaced. The customer successfully tested the Remote Manager in the application, and no issues were observed. During DCHU Visual Inspection: PN 136355-01: The unit was received with signs of discoloration, corrosion, and bends along the cable.During DCHU testing: PN 136355-01: No functional testing was performed due to the observed physical damage, which included signs of discoloration, corrosion, and bends along the cable. The device was in use for treatment purposes as intended per 21 CFR 820.198(d).Root Cause: The root cause of the complaint of fridge reading wrong temps was attributed to physical damage on PN 136355-01, which resulted in incorrect temperature readings being displayed on both the dashboard and the unit.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the fridge was reading wrong temperature.As per part investigation, it was determined that signs of discoloration, corrosion, and bends along the cable.There were no adverse events or injuries reported based on this event.